Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the sharps coll 8qt nest open top needle port experienced product damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: before use, sc was deformed.

Manufacturer narrative:
H.6. Investigation summary lot number information was received on complaint. Affected unit belong to 92151918 lot which was manufactured on (B)(6) 2019 on machine bd-24, mold 1111b. A review of the ncmr¿s was performed; the result showed that on last 12 months no ncmrs has been opened for base defective for 8 qt family; also affected lot was not involved on any ncmr or quality incident. Based on the samples, the following observations were made: ¿ it was reported that 1 container was received defective, with a visible stress marks (dents) in the body of the container. ¿ no cracks were observed in the container ¿ damages were in a bottom corner of the container with this investigation there is not enough information provided from customer like a picture from the original packaging, in order to rule out that this product was damaged by incorrect handling, transportation or because a not suitable packaging was used (product repackaged within the distributor). As part of this investigation a review of customer complaint records was performed; this review shown that no additional complaints were received through the last twelve months for the same part number and issue. The current manufacturing process has been evaluated and confirmed that there are controls to detect this kind of defects (damages): first, all material is being 100% inspected by production department. Second, a visual inspection based on aql sampling plan is performed by quality auditors. Third, a visual inspection is performed into the shipment box to avoid damages on the boxes at the time to load material with the forklift. Based on information provided it wasn¿t possible determine the root cause like a failure mode related to the manufacturing process because there is not enough information like a picture from original packaging to perform an exhaustive investigation. If additional information (photo of the case label and box) that helps to find the root cause can be provided, then a new complaint record will be open to initiate a new investigation path. All the complaint information was captured also for tracking and trending purposes.

Event description:
It was reported that the sharps coll 8qt nest open top needl port experienced product damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: before use, sc was deformed.